Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested, because lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because lot number was not provided.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was blood splatter and a cracked tube. The following information was provided by the initial reporter. The customer stated: "the tube cracked in centrifuge causing blood spill in centrifuge. Some blood on the technicians fingers as she wasn't wearing gloves when she removed the tube from the centrifuge. Washed her hands immediately. Followed the organizations whs policy for blood exposure." There has been no further reports.